Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device available for evaluation. Device evaluation: device evaluated by manufacturer. Additional information: the concerto coil was returned for evaluation and the clinical observation could not be confirmed. As received the concerto coil was found stretched on the proximal end with the polypropylene filament broken but still attached to the pushwire. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. The pushwire was found bent at the proximal end. All other subassemblies appeared to be normal and no other anomalies were observed. Per images review, the concerto coil which could be seen on both sides of what appeared to be a stent strut. It appears that a portion of the concerto was down stream of the stent strut. Based on the device returned and images evaluations, it appeared that the distal tip of the concerto coil traveled downstream from the intended target location while still attached to the pushwire. The definitive cause for the event could not be determined. In regards to the stretching of the implant coil, it is possible that pulling the concerto coil back through the stent and/or microcatheter with the use of the retrieval device led to the stretched condition. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto coil instructions for use (IFU): warning: ¿if undesirable movement of the concerto¿ detachable coil can be seen under fluoroscopy following coil placement and prior to detachment, remove the coil and replace with another more appropriately sized concerto¿ detachable coil. Movement of the coil may indicate the coil could migrate once it is detached. Angiographic controls should also be performed prior to detachment to ensure that the coil mass is not protruding into the parent vessel.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information of that the concerto helix coil dislodged and was removed with a snare retrieval device successfully. The reported device and accessory devices were prepared as indicated in the IFU. There was no known injury to patient.